Event description:
In order to change the bed sheet, the nurse opened the two back doors of the incubator. She pushed the doors without locking them and then went to the opposite side of the incubator in order to tuck the sheet in. The baby then fell off the incubator. The baby died a few days later for unknown reasons.